Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, concentric, de novo, mid left anterior descending artery (lad), during post-dilatation, the 3.0 x 15 mm nc tenku balloon dilatation catheter (bdc) crossed the lesion and, during the unspecified inflation attempt, the balloon ruptured. There was no reported adverse patient effect. A different bdc was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the balloon ruptured during the first inflation attempt.